Event description:
The handpiece was returned to the MFR for svc, and during the investigation the device continued to run on its own. There was no pt involvement during this event. This did not occur during a surgical procedure. There were not adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation a run-on condition was found and then reported. Based on the investigation details, the likely cause was corrosion and burnt contact pins. Service replaced all necessary parts, performed all maintenance, and repaired and rebuilt the device. The handpiece was returned to the customer.